Event description:
It was reported that prior to an unspecified procedure, the package of the segura hemi basket had been "slashed" and the device was unsterile. The device was not used. It was not known how the procedure was completed.